Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was a persistent thermometer icon. The patient stated that after the insr was on and charging for about 45 minutes, it was showing a thermometer icon. The patient stated at the same time of seeing the thermometer screen, the device inside of them felt like it was burning the patient from the inside out and it was burning their skin. The ins was hot while recharging. It was unknown if the patient was charging under blankets/pillows or near an ambient heat source. The rep reported there was no material between the skin and recharger. The rep reported the caller would keep material between the skin and antenna. A new insr antenna was sent to the patient and they were directed to call back if the issue did not resolve. The rep stated the heating happened since the patient received a replacement recharger and the patient stated the issue occurred since implant. The patient kept the recharger plugged into the wall, but they were frustrated by this and wanted a new recharger. The patient stated they had an appointment with their healthcare professional (hcp) on (B)(6) 2017. The caller mentioned they were having nothing but problems with the ins since they got it and they would ¿rip it out¿ if they could. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer via a company representative indicated that they experienced the burning while charging on (B)(6)2017, so far just with the first two replacement charges and first paddles. The circumstance that led to the burning while charging was just after about half the amount of charge was delivered then it would get hot and burning charger reading. To resolve the burning while charging, paddle was replaced and entire charging system for the third time and all was ok so far.